Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2013. Approximately 3 years and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2016. The patient has suffered the following injuries and complications: pain, difficulty with everyday activities, trouble walking. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Postoperative diagnosis: failed left total knee arthroplasty secondary to aseptic femoral and tibial loosening. Procedure: there is significant hypertrophic inflammatory synovitis a complete synovectomy was performed. On inspection of the components of the patella, component was well fixed. The femoral and tibial components were grossly loose they were extracted there is necrotic bone beneath the components. Residual cement and fibrinous debris was removed. Devices were trialed and then the implants seated. All were assessed and found to be satisfactory. The patient was awakened and transferred to the recovery room. Patient was revised to exactech devices.

Manufacturer narrative:
Report number: 1038671-2023-01970, 1038671-2025-00036 d10 concomitants: optetrak logic (02-012-44-1511, (B)(6). ) patella 3 peg (200-02-29, (B)(6). ) logic femoral ps cem left sz 1.5 (02-010-01-0215, (B)(6). ) multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01970, 1038671-2025-00036. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.